Manufacturer narrative:
H4: device manufactured on april 4, 2022- april 5, 2022. H10: the device was received for evaluation containing approximately 218ml of fluid in the bladder. Visual inspection was done which observed drug precipitate floating in the solution of the bladder. When the luer cap was opened, very slow drips of fluid were noted coming out of the distal luer. The drip rate was measured and the result did not meet the product specification rate. Further examination revealed there was drug precipitate partially blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing which caused the medication fluid to flow much slower than expected. The reported condition was verified. The cause of the condition was user related. The product label, instructions for use, indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/concomitant medical products: the event occurred on an unknown day in february of 2023, possibly (B)(6)2023 . Initial reporter address: department of pharmacy level 6 support bldg, park rd, grafton should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; approximately 1/3 ran through the device. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The device was filled with 440mg ceftaroline fosamil (zinforo) in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.